Event description:
It was reported the customer shattered their lcd screen. It was found the customer had fallen playing ice hockey. It was also reported the customer had a black mark in the center of their screen. Customer's mother stated there were no other damage to the insulin pump. The customer's blood glucose was unknown at the time of the call. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump was received with physical damage, cracked and bleeding lcd glass. The insulin pump had minor scratches on lcd window and cracked case near display window corners. The insulin pump was unable to perform the displacement test due to display anomaly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.